Event description:
It was reported "this particular filter gets wet quickly and needs to be changed more regularly. It has an effect on the oxygen saturation". No patient injury or consequence reported. At the time of this report, the customer has not responded to our requests for additional information.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Upon further review, it was determined that this complaint was created in error, thus, the initial MDR submitted on 26 feb 2026 should be retracted.

Event description:
It was reported "this particular filter gets wet quickly and needs to be changed more regularly. It has an effect on the oxygen saturation". No patient injury or consequence reported. At the time of this report, the customer has not responded to our requests for additional information.